Event description:
Caller alleged discrepants result compared with the lab. Results as follows: date 11/3; inratio 5.7, 6.8; lab 4.7, 6.5.

Manufacturer narrative:
Time complaint was filed: date 11/3; inratio 5.7, 6.8; lab 4.7, 6.5; mean 5.2, 6.65. Confidence limits cannot be determined. Per internal procedure the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the confidence limits cannot be determined. Products will be tested. For the second set of data, both values greater than 5.0, the comparison was not considered inaccurate. Results of testing performed on 06/16/2006: retain strips lot 050816 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0- 4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. Based on the test results, retain strips lot 050816 meets the criteria for strip accuracy.